Event description:
Physician reports pain and deflation with a tissue expander. The device was explanted. The side is unknown.

Manufacturer narrative:
Lab analysis summary: visual analysis of the returned device identified: an opening on anterior, yellow biological tissue on the shell, creases fold, and wear abrasion. Leak test and microscopic analysis was performed which identified: a crease smooth opening on anterior. Based on the device analysis the final assessment is: a crease smooth opening on anterior assessed as fold flaw opening.

Event description:
Physician reports pain and deflation with a tissue expander. The device was explanted. The side is unknown.

Event description:
Physician reports pain and deflation with a tissue expander. The device was explanted. The side is unknown.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.